Event description:
On 8/7/25, the patient called after not seeing readings on ilet 20 minutes post sensor code entry. Agent explained it can take up to 30 minutes. Last reading was 2¿3 hours earlier. While on the call, the pump showed blood glucose (bg) level of 40 mg/dl and the patient treated himself with applesauce and two glucose tablets. Bg was in range by end of call. The patient reported no symptoms during the event, and the patient's bg was not out of range for 90+ minutes. No medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.